Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp-(B)(4). Product review of the air dermatome by flextronics on (B)(6) 2019 revealed that the motor speed was low and unstable. Many parts were corroded and worn. The seal was missing from the swivel, the unit was out of calibration and the control bar was not in the correct position. Repair of the air dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the needle bearing, ball bearings, swivel, eccentric shaft, reciprocating arm, e-rings, motor and sleeve. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that air dermatome, serial number (B)(4), had low unstable motor speed and air dermatome. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended.

Event description:
Customer wants service on two dermatomes. Investigation identified that one dermatome motor speed was slow and unstable. No adverse events were reported as a result of this malfunction.